Event description:
Top portion of the toothbrush head has snapped off - oral-b [device breakage]. Case narrative: male consumer via e-mail reported that the top portion of the oral-b toothbrush head snapped off. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.